Event description:
The pt had two leads from the same lot number. It was reported the pt had lost stimulation coverage of her lower back area. X-rays identified the pt's trial leads had migrated. The pt's leads were explanted due to an infection at the lead site. The pt was treated with oral antibiotics. F/u pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.